Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a left total knee replacement due to end stage osteoarthritis. The patella was resurfaced, and competitor cement was utilized. The surgery was completed without indication of complication by the surgeon. Patient received a left total knee revision due to pain, swelling and loosening of the tibial component at the cement to implant interface. No alleged deficiency against the removed tibial insert. Femoral and patella components left intact. The surgery was completed without indication of complication by the surgeon. Doi: (B)(6) 2017. Dor: (B)(6) 2019; left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system.